Event description:
Liver biopsy procedure using biopince device. Customer states that the first sample obtained was too small, and a second attempt was made to collect an appropriate sample. Post procedure, the patient experienced bleeding and was taken to the ICU for further treatment and clinical management.

Manufacturer narrative:
There is no device available for review. Without the device we are unable to determine if a product malfunction caused the defect reported. The defect reported of no sample has been found to be an inherent risk to the device as the quality of the sample may be affected by the type of tissue being sampled, or the amount of blood that may wick into the cannula. The risk management document was reviewed for potential causes. Increased bleeding may be caused by a bent needle set or bent tip. No related in-process defects were found. Bleeding post procedure is a known complication of a biopsy procedure. We will continue to monitor and trend.